Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had failed to open. A field service engineer (fse) shut down the station, removed the back panel, disconnected and reconnected the row board cable from the drawer control board, locked the back panel, powered the station back on, and performed functional testing in the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.2 was not open and it require maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.